Event description:
It was reported that during an unspecified treatment procedure, a catheter became stuck on the guide wire. A kink at the solder joint of the platinum plus guide wire was noted. Under x-ray, it appeared as if there was a "break or gap" at the solder point of the platinum plus guide wire. During use of the platinum plus guide wire the physician was unable to pull an unspecified catheter back over the platinum plus guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during an unspecified treatment procedure, a catheter became stuck on the guide wire. A kink at the soder joint of the platinum plus guide wire was noted. Under x-ray, it appeared as if there was a "break or gap" at the solder point of the platinum plus guide wire. During use of the platinum plus guide wire the physician was unable to pull an unspecified catheter back over the platinum plus guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Visual inspection the coating scrapped, peeled on several sections along the entire body and the spring tip slightly elongated and misaligned approximately at 3.5 cm from the tip section. Additionally a kink was found in the same area. The guidewire is within outer diameter specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).